Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was needing an impella cp device for mechanical circulatory support. The complainant reported an alarm emitting from the automated impella controller (aic). The initial aic was replaced, and the case continued. Additional information was provided that noted the patient expired.

Manufacturer narrative:
The investigation for the reported aic - controller failure (red alarm) issue has been completed. The product was returned; however, the root cause of the issue could not be determined since the issue could not be reproduced. This report is being filed as part of a retrospective review of historical records.